Event description:
On (B)(6) 2015, the patient was implanted with a gore® excluder® aaa endoprosthesis featuring c3® delivery system ((B)(4)). During the procedure, the physician intended to deploy the trunk-ipsilateral component above the renal arteries, and then reposition the device to the distal origin of the lowest (right) renal artery. The device was deployed, reconstrained, and repositioned as planned. However, when an attempt was made to reopen the proximal end of the trunk device, an audible click was reportedly heard, and the transparent knob housing reportedly began to turn counter-clockwise. According to the report, no one had disengaged the red safety lock on the handle. The physician reportedly stopped, turned the transparent knob clockwise, and re-engaged the red safety lock. After the trunk device was reopened, procedural angiography revealed the right renal artery was still partially covered. It was reported the device could not be reconstrained for a second repositioning. The physician was able to manually pull the catheter down to reposition the device. The device was reportedly implanted in a satisfactory position, and the patency of the right renal artery was preserved. The procedure was concluded without any further reported complications. The patient tolerated the procedure. The delivery catheter has been returned to gore for analysis.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lots met all pre-release specifications. Results pending completion of engineering evaluation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The delivery catheter was received by gore from the facility, and an engineering evaluation was performed. No abnormalities were noted during visual inspection of the device delivery system. The red lock button mechanism was inspected and found to be in good condition when actuated and then released. The red lock button returned to the locked position, and the interlock mechanism on the housing/spine was found to be securely attached and in good condition. The procedural observation that the constraining mechanism disengaged could not be confirmed.